Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿close jaws on tissue and reactive¿ alert screen is advising the generator cannot deliver energy. If the instrument jaws are open, close jaws on tissue and reactivate. If the jaws are closed on tissue and this alarm sounds, do not advance the knife. If the knife is advanced, do not release the instrument. Add additional clamping as necessary to prevent blood loss before releasing the instrument. (The instrument may cut tissue without a seal if the surgeon advances the knife.). However; no alert screens were displayed during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon did the first grasp on tissue and the device did not fully open off tissue. She continued to try to grasp and release, and it fully opened. She continued to use it as it seemed to have resolved itself. Then halfway through the procedure the generator gave an error tone, just like when you hit a clip, or no tissue in the jaw. Tried three activations and still got error tone, so replaced the device. There was no adverse consequence to the patient.